Event description:
The customer reported the system displayed a corrupt data error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the software. The system operates as intended.